Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic lobectomy, while the surgeon tried to cut throw lung tissue, the stapler was unable to fire even the green button can be pressed and the surgeon was unable to squeeze the handle. The surgeon used another device to complete the case. There was no patient injury.